Event description:
Event description guidant received information that the implanted lead was observed to have a conductor coil fracture near the clavicle first-rib region. A portion of the lead was cut and removed. The remaining segment was capped and surgically abandoned. A new lead was successfully implanted.